Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. D10 concomitant medical products - additional. H2 correction/additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient uses tandem tslim in hybrid closed loop. On (B)(6) 2024, the experienced lethargy, weakness, and vomiting. The cgm was reading 100 mg/dl and the blood glucose reading was 466 mg/dl. The patient she presented to the emergency department. There, the bg was 1000 mg/dl and the cgm had been removed. She was treated with an insulin drip and IV fluids. She was hospitalized for a week including 3 days in intensive care unit (ICU). She was feeling better at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.